Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the customer went to the station, and the user was able to access the tower door without any issues. No problems were found. The system functioned as intended when the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, a tower pocket drawer failed to open. The customer indicated that the drawer was unable to open and requested urgent onsite technical assistance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.